Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom us acetabular component 58/52 r on the left side on (B)(6) 2008 and is being monitored due to unk reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt is monitored and has not been revised to date. The lot numbers were rec'd for devices, the device history records were reviewed and fount to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the pt has not been revised, the common clinical presentation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).